Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be duplicated. Inspected the pump and performed functional tests, it passed all tests. Further investigation of the pump found no sign of false downstream occlusion during functional testing and did not occur in an event history log. However, service will replace the downstream occlusion sensor as preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited false down stream occlusion. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information received that the event occurred during preventative maintenance testing. There was no patient involved.